Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. The unit was received with both teeth worn on the swivel sleeve and base and needs to be replaced: the nylon washers and the retaining rings are worn. General maintenance and cleaning was required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
The user facility returned the a1018 mayfield swivel adaptor for service and repair because both the teeth are worn on the swivel sleeve.